Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. Display wires were found to be pinched, with compromised information. The hanger assembly was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.